Event description:
It has been reported to philips that the machine was not switching on. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and identified that the system was not turning on because of main power distribution unit (mpdu) that controls the power in m-cabinet. The fse resets all power connections and mpdu board in m-cabinet. After resetting power connections and mpdu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.